Event description:
It was reported that the valve broke.

Manufacturer narrative:
The report received was for a broken valve. There were no indications of breakage during lab eval. The valve was patent and passed leak testing. The valve performance met specifications for pressure-flow testing at 46.8 ml/hr @ 0 cm h2o and preinplantation testing. The valve, however, did not pass reflux testing and did not meet established pressure-flow at 5.5 ml/hr @ 0 cm h2o due to crystaline debris found underneath the valve membrane. A review of the mfg records showed no anomalies. All of our product are 100% tested at the time of mfg.